Event description:
It was reported that balloon pinhole occurred. A 2.00mm x 20mm apex balloon catheter was advanced for dilatation. However, half way upon inserting, the proximal side of the balloon would not go up and it could not expand like it had a hole in it. The device was removed from the patient's body. Another of the same device was used and completed the procedure. No patient complications were reported.